Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator door was failed and unable to open by the user. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed to open. A field service engineer installed new I/o cable to the remote manager, but it did not resolve the issue. The communication sled port was then swapped with a known working internal cable to verify the problem. The failure persisted with the original communication sled jack, confirming the issue was isolated to that component. The fse found that the remote manager was not functioning on the med station, despite previous replacement of the controller board and latch. The communication sled was replaced using one from an e-drawer, and the remote manager was reconfigured through the med application. Testing was performed, and the remote manager was successfully recovered, confirming the repair was effective. The system functioned as intended after the field service engineer repaired the device.